Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. This lead was explanted and at this time, no new lead has been implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the infection could not be confirmed by lab analysis. Although it was noted that the infection was not confirmed, infection is a known inherent risk of the use of the device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. This device was explanted and at this time, no new lead has been implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.